Event description:
It was reported that a n-compass nitinol stone extractor was unable to be opened or closed prior to an unknown procedure for an unknown patient. Upon opening the package, it was found that the plastic tube had detached, causing the inability of the basket to open or close. A new like-device was opened to complete the procedure successfully. A customer provided photograph shows the handle has been disassembled. It appeared likely the user unscrewed the handle from the mlla on the distal end of the handle, instead of unscrewing the mlla from the red connector on the hoop. The patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
H3: device evaluated by mfg? Device evaluation anticipated but has not yet begun. Awaiting device return. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.